Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a small flexnav delivery system was selected to implant a device on (B)(6) 2022. The device was inspected prior the procedure and no damaged was observed. During the procedure, there were blood droplets observed on the deployment wheel of the delivery system handle during valve deployment. It is unknown what cause the leak on the turning wheel. Deployment continued without major inconvenience and the valve was successfully implanted. The patient did not present any complications during nor after the procedure. The delivery system (flexnav) was discarded by the user area according to the biological safety protocol. Patient stable and was discharged on day 2 post operatively.

Manufacturer narrative:
An event of blood leakage on the deployment wheel of the delivery system handle during valve deployment was confirmed. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including leak testing on the device, which would detect a leak along the inner length of the delivery system. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.